Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient presented to the hospital feeling ill. Upon interrogation, it was noted that the ventricular pacing lead had an abnormally high impedance and was not appropriately pacing the ventricle. The ventricular lead was scheduled to be replaced. No patient complications have been reported as a result of this event.